Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 242.4030. 8100 sn: (B)(4) customer wanted to know what is the cause of this error. I explain to the customer that error code could be from two reasons. I explain to the customer about the reason for the 8100 to give this error. The first thing is that it could be a damage motor pinion. And the second it could be a damage air in line sensor. I also let the customer know that if none of these parts on the 8100 are damaged then you have a bad bezel. The customer said ok he will open the 8100 up and see. He also said that if he has any more problems that he would call back.